Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the device involved with this complaint and completed the device evaluation. Failure analysis was able to reproduce the reported failure during power up. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced multiple recoverable faults on endoscopic camera manipulator (ecm). The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tfe) for troubleshooting assistance and was able to recover from the error multiple times, but the issue persisted. The customer was able to complete the procedure by manually holding the camera for the surgeon. There was no report of patient harm, adverse outcome, or injury. An isi field service engineer (fse) was dispatched to the site but was unable to replicate the error. To resolve the issue, the fse replaced the ecm. The ecm is the camera arm located on the patient side cart (psc) which provides the sterile interface for the 3d endoscope.